Manufacturer narrative:
The pump was returned and analysis identified wearing of the gear. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving gablofen, 2000 mcg/ml concentration at 1500 mcg/day dose via intrathecal drug delivery pump for unknown indication for use. It was reported that patient had pump motor stall not associated with magnetic resonance imaging (MRI). Logs revealed multiple motor stalls and recoveries over past 1-2 months. Patient had some symptoms. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. Interrogation of pump and logs occurred. Surgery was planned for tomorrow morning (am) to replace pump. At the time of this report, the issue had not resolved and patient status was unknown. No further complications were reported.